Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 769 mg/dl. It was stated that the event leading to his admission was fatigue. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the test passed. The customer's most recent glucose reading was 380 mg/dl, and he has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.